Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported could only be partially verified. The following repair activities were performed: performed service and repair functions as per procedure. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced damage / broken front bezel & membrane switch to correct fill chamber issue, could not be duplicate: "pump shut off" issue. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fill chamber of the fms vue pump was not working; the pump shut off twice during a knee scope procedure. Reportedly there was no patient harm and the procedure was delayed for less than five (5) minutes.